Event description:
While suturing a uterus using a 3.0 vicryl suture, the needle broke about 2cm into the uterus. An x-ray was performed. The suture needle was found and removed. A repeat x-ray confirmed no foreign objects left.manufacturer response for suture, absorbable, needle, vicryl (per site reporter):want needle and suture returned so they can review.